Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported leak during preparation could not be tested due to the condition of the returned device (delivery catheter handle bottom flush port was broken and separated from the handle). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the returned device analysis indicated a broken flush port. The leak was a result of the broken/cracked flush port. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leak. It was reported that during device preparation of the clip delivery system (cds), a leak was noted at one of the stop-cock connections. The stop-cock was exchanged, as it was thought that the leak was possibly at the stop-cock. The leak continued, and it was noted that the connection was cracked. The device was not used, there was no patient involvement or a reported clinically significant delay in procedure. No additional information was provided.